Event description:
Toothbrush broke of in mouth...handle there is a little notch that locks the head and it is broke of and the head doesn't stay on the handle - oral-b [device breakage] case narrative: a spouse via phone stated that the oral-b toothbrush broke off in their 60-year-old wife's mouth (female). The oral-b toothbrush handle had a little notch that locked the oral-b toothbrush head and it was broke off. The oral-b toothbrush head did not stay on the oral-b toothbrush handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
29-jul-2024 follow up: reporter informed the company that the product has been discarded.

Event description:
Toothbrush broke of in mouth...handle there is a little notch that locks the head and it is broke of and the head doesn't stay on the handle - oral-b [device breakage]. Case narrative: a spouse via phone stated that the oral-b toothbrush broke off in their 60 year old wife's mouth (female). The oral-b toothbrush handle had a little notch that locked the oral-b toothbrush head and it was broke off. The oral-b toothbrush head did not stay on the oral-b toothbrush handle. No injury was reported. 29-jul-2024 follow up via phone: the device was discarded. No injury was reported.